Manufacturer narrative:
(B)(4).

Event description:
In a follow up the surgeon reported the patient complained of loss of contrast.

Manufacturer narrative:
Evaluation summary: additional information was received and the hcp reported that the event may be associated with failure to follow the directions for use (dfu); they reported to have used the wrong cartridge/viscoelastic combination. (B)(4).

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported an intraocular lens (iol) that was exchanged due to the patient experiencing blurry vision at near and distance. The device was not returned for analysis.